Manufacturer narrative:
(B)(4). The device involved was not returned to the manufacturer for evaluation. The device history record (DHR) of the batch number reported has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. DHR shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. To perform a proper and thorough investigation, it is necessary to evaluate the sample involved. Root cause cannot be determined. Corrective actions cannot be established. If the sample becomes available this report will be updated with the evaluation results. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint states: "the nebulization was too small, which caused the inhalation of the patient not smoothly during usage on patient. Then replace atomizer immediately and reconfigure drugs. After changing the device worked well". (Continued) no patient complication or necessary medical intervention reported. Patient condition reported as fine.